Event description:
Additional information received from the patient in response to follow-up reported that the issue was resolved by meeting with the manufacturer representative (rep) to reconnect.

Event description:
The patient reported they had turned stimulation off for recent surgery and wanted help to determine MRI eligibility. While trying to use the patient programmer (pp) to place implantable neurostimulator (ins) into MRI mode to determine eligibility, the ins and implantable neurostimulator recharger (insr) could not connect with her ins. The MRI procedure was not related to the device or therapy. The patient had a recent surgery, which was unrelated to the device or therapy. It was recommended the patient follow up with healthcare professional. The indication for therapy was spinal pain. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.